Manufacturer narrative:
The information provided were incorrect with the initial report. The correct information has been provided with this report.

Event description:
The customer reported that the electrode did not remain in the body and they did not need medical assistance.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor electrode has come off. Blood glucose value was unknown at the time of the incident. No further details were given. The sensor is not expected to return.